Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the device was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported that the customer was receiving persistent no delivery alarms. Her blood glucose was 486 mg/dl. The customer stated she was experiencing low blood glucose and her doctor changed her basal rates, leading up to the high blood glucose levels she began to experience. The customer stated her blood glucose was 400 mg/dl during the first incident. The customer stated her symptoms included frequent urination, fatigue, and a thick mouth feeling. The customer stated she did have syringes to treat. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during a manual prime and no leaks or air bubbles were found. Settings were correct. The high pressure test was performed and passed. She was advised to change the entire set, reservoir and insulin. Nothing further was reported.